Event description:
It was reported that the user forgot to remove the blue needle guard before inserting the inset 23" infusion set, resulting in the site not attaching and subsequent elevated blood glucose; the user replaced the site and requested a replacement, and the implicated lot number was (B)(4). Symptoms included no clinical signs, symptoms, or conditions beyond the hyperglycemia described by the user. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the cannula component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. Replacement supplies were shipped and troubleshooting and education were completed.